Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgical procedure due to device was not working. Upon removal, a fluid leak was identified, since the balloon was empty. It was determined that a hole in an unknown component was the cause of the leak. All components were removed and a new aus system was implanted. No patient complications were reported.